Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for the possible lot number was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer where it was reported that the product was defective and (B)(4) each were leaking. There was unknown patient involvement and unknown adverse events.